Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that IV fluids and blood leaked from the port needle tubing (before connection to IV tubing). Blood cultures were ordered but the user was unable to draw back on the line. The user reportedly ¿deaccessed pt, reaccessed to draw cultures and deaccessed again as pt was ready for discharge.¿ there was no report of patient harm.